Event description:
It was reported that pump touchscreen became unresponsive, screen appeared frozen, and customer was unable to interact with pump despite attempt to reset pump. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup therapy, was instructed on pump storage mode and return process, and was informed about need to enter pump settings and reconnect continuous glucose monitor to replacement pump, and technical support arranged shipment of replacement pump under warranty.